Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: phone.

Event description:
Reported 1 suspected false positive sars result for one patient. Unknown if patient was symptomatic or asymptomatic. No confirmation testing was completed, but the patient was brought back the following day and tested negative on sofia sars antigen. Multiple attempts were made to contact the customer for more information. The customer was unresponsive.